Manufacturer narrative:
The reported event was confirmed through functional testing and review of the event log retrieved from the thermogard xp ivtm console (sn (B)(4)) performed onsite. The root cause is due to overheated power relays on the right and left rear brackets of the console. Initial inspection of the console found overheated power relays on the right and left rear brackets. Upon replacement of the right and left rear bracket assemblies, the console was functionally tested and functioned as intended without any errors observed. The console met all performance specifications and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
It was reported that the thermogard console (sn (B)(4)) shut off during fever mode while in use on a patient. Following this observed issue, the user switched the patient to another thermogard console to continue and complete the therapy. The length of delay was not specified. The user was also not able to identify if the console displayed an error message prior to the observed console stoppage. No known patient consequence was reported. No further information was provided.